Event description:
The patient contacted our firm and reported an infectious ulcer od occurring in 2009. The patient stated the doctor explained that he/she felt the lens "stuck to the eye, tore the corneal surface and allowed bacteria to populate." The patient stated the ecp told him/her the infection was pseudomonas. No culture was taken. The physician explained the treatment would be the same regardless and the clinical picture indicated pseudomonas. The patient reported ulcer is central and was 5mm initially. On the following month, it was reported to be about 1mm. The patient was treated with zymar. The patient states that daily, his lenses would feel irritated and dry in the morning and he would remove and clean them and reinsert them. On the date of the event, the patient did this and felt the lens pull his cornea. By 2pm, his eye was red and painful and he removed and discarded his lens. The patient saw the ecp the following day. The patient did not wish to provide contact information for the treating physician but stated the physician would be asked to call our firm. No information has been received to date. Repeated calls to the patient have not been returned. The patient discarded the lens in question. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up. Conclusion: no conclusion can be drawn.